Event description:
On (B)(6) 2013, patient reported the infusion sets have leaked insulin near his site for the past 3 months. He does hear an audible click when the tube is connected to the headset. He practices site rotation and has no known scar tissue. He's felt wetness at the site when he's rubbed the adhesive and has had to change the infusion sets daily as a result. No physiological effects were reported. The infusion sets were replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint describing a leak on the headset cannot be verified. The headset meets product specifications. Nine returned unused infusion sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.